Manufacturer narrative:
The creatinine reagent lot number was 677030. The reagent expiration date was requested, but not provided. The field service engineer ran precision studies, checked the gear pump pressure, checked the cell rinse pressure and volumes, and checked the photometer. No issues were found. Hardware checks and precision studies were within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with crej2 on a cobas 6000 c (501) module. The sample initially resulted in a creatinine value of 5.5 mg/dl with a data flag. The sample was repeated, resulting in a value of 175.9 mg/dl and a corrected report was issued.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Urine creatinine quality control recovery on (B)(6) 2023 was high. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.